Event description:
The contact stated that the customer had a reading of 11.5. She wanted to know how to converty it to mg/dl. The customer ran out of strips and tool 3 readings using an old meter before it was discovered the meter was set in mmol/l. No medication adjustment were made and no adverse events were alleged. The contact did not know what type of meter the customer used and she would not give anu information about the pt. The contact was satisfied and will call back if needed.